Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post- surgical complications experienced by the patient. No previous complaint was reported relating to this event. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the operative report indicated that after undergoing a da vinci surgical procedure the patient suffered post -surgical complications.

Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci robotic hysterectomy for enlarged uterine fibroids procedure on (B)(6) 2011. Patient was discharged on (B)(6) 2011. Intuitive surgical was provided with the operative report. Additional information provided include hospital operative reports and radiology findings. On (B)(6) 2011, the patient went to the hospital to have the following procedure: cystoscopy, right retrograde pyelograms, fluoroscopy, cystogram, pelvic exam under anesthesia. Dx: right hydronephrosis, right ureteral vaginal fistula¿.has a right ureteral vaginal fistula. On (B)(6) 2011 a right percutaneous nephrostomy tube placement. On (B)(6) 2012, the patient had the following procedure: right ureteral neocystostomy (right ureteral reimplant). Ox: right ureteral vaginal fistula. The patient was discharged on (B)(6) 2012 with foley catheter. The patient continues to have frequent urinary tract infections, urgency, frequency, stress incontinence and nocturia. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. No further clinical information was provided.